Manufacturer narrative:
Initial.

Event description:
It was reported that a user stated their ilet did not appear to charge beyond 25 percent despite being on the charger, and charging resumed after the user tried a different outlet and then replaced the device on the charger. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer care agent guided troubleshooting to verify the wall outlet and charging accessory function. Investigation of this case revealed normal device function after power source and connection checks, consistent with a transient charging issue not attributable to a device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-environment interaction related to the power source or connection, with the device operating as designed after troubleshooting.